Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on (B)(6) 2017, a supera stent was successfully implanted in a totally occluded lesion in the popliteal artery. The patient was placed on 6 months of clopidogrel as treatment. On (B)(6) 2019, the patient was hospitalized. Per ecodoppler, there was no pedal pulse. During angioplasty, it was noted that the stented area was completely thrombosed. Ballooning to the area was performed, and the pulse returned. The patient remained stable. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history record (lhr) could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of thrombosis is listed in the supera instructions for use as a known potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.